Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 6, 2019. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3221, 4315). Method code: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The sample was not returned for evaluation; therefore, a complete investigation could not be performed. Also the lot number was not provided; therefore, a device history record could not be reviewed and a retention sample could not be obtained and evaluated. The most likely root cause of the blue cap falling off is due to handling, post shipping, after the tcvs manufacturing process. All reservoirs are 100% visually inspected at several points in the production process. It is likely that the cap fell off due to a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the blue cap on bottom of reservoir always pops off. No patient involvement.